Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported placed a powerpicc solo on (B)(6) and it flushed fine. On (B)(6) the line felt occluded, they administered tpa and it still was occluded, they then noticed a piece of catheter material in the lumen of the PICC line. They took the line out of the patient and cut the lumen to examine the piece of purple catheter stuck in it. Patient needed new line placed and delay in care due to not being able to use this line.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of material found inside the device is confirmed, but the root cause could not be determined. One powerpicc solo catheter was returned for evaluation. Two photographs of a powerpicc solo catheter were returned for evaluation. An initial visual observation of the returned catheter showed use residues along the device. The catheter was returned cut into four pieces; the first cut was along the extension tubing just proximal to the molded joint, the second cut at the 1 cm depth marker, and the third cut was observed between the 14 cm and 15 cm depth markers. An initial visual observation of the two returned photographs showed the extension tubing of the powerpicc solo with a small, dark object inside the extension tubing. The second returned photograph showed a small, purple object on a white surface alongside the trimmed catheter. The purple object appeared to be the same color purple as the molded joint in the returned photograph. This small purple object was not returned for evaluation, and it was not initially observed inside the catheter shaft upon initial visual observations. A functional test of attempting to infuse water into the solo valve using a 12 ml syringe revealed no occlusion of the device, and no foreign material was seen exiting any section of the device. A functional test of attempting to infuse water into each section of catheter using a 12 ml syringe and a 4 fr groshong proximal connector revealed each section to be patent to infusion. The complaint of foreign material inside the device is confirmed through the returned photographs; however, because no foreign material was found during inspection of the returned physical sample, the root cause of the failure and identification of the foreign material could not be determined. This complaint will be recorded for future trending and monitoring purposes.